Event description:
Patient was implanted with an ipg on (B)(6) 2020. Patient's incision was determined healed and approved for treatment to begin. Four weeks post-surgery, patient reported that his incision was leaking fluid. The physician has prescribed antibiotics.